Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery fails testing. No patient involvement was reported.